Event description:
It was reported that a pt received a 1.5 - 2inch second degree burn (blister) on the inside forearm following a MRI scan of the right shoulder. During the exam, the pt reported warming and squeezed the ball that was provided. The pt was taken out of the bore (3-4 minutes) and examined by the technologist. The technologist felt the pt's arm, which was warm, however, no redness was observed. The pt agreed to continue the exam. The pt squeezed the ball again after a few series and complained of being warm. The technologist pulled the pt out again, examined the pt with no redness seen and gave the pt a break (3-4 minutes) before completing the exam. At the end of the exam, the technologist examined the pt again and no burn was noted. The pt notified the hospital 2 days later of the blister. The pt was positioned head-first, supine, with the left arm on the left leg and right arm on the right leg. The right elbow reportedly had two "cushions" placed underneath. Pillow cases were used to prevent pt contact with the bore. There were 6 series performed as follows: 1 - localizer, 0:36 sec (scan time); 2 - axial fse-xl, 2:31; 3 - sag fse-xl fat sat, 2:30; 4 - cor fse-x1 fat sat, 2:30; 5 - cor fsa-xl, 2:40; 6 - cor fse-x1, 2:26.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once investigation results are available.